Event description:
An olympus representative reported on behalf of the customer that an incarceration occurred when attempting to remove a stone using the single use retrieval basket during endoscopic stone removal. The clinician attempted to break the stone using the lithotripter handle and a sheath, but the basket broke/ruptured in the middle (around 60-70 cm) and the stone could not be broken. The procedure was extended by 1 1/2 hours after basket incarceration. The following day, an endoscopic biliary stone removal with biliary lithotripsy was performed to remove the incarcerated stone and basket. The incarcerated stone was checked under fluoroscopy and was found crushed into small pieces. Luckily, the stone had been released from the basket. Using a new basket and grasping forceps, the clinician succeeded in pulling out the basket and recovered the basket safely. The stone was likewise recovered. The device was inspected prior to use with no issues noted. There was no further patient impact reported and no report of any injury to the patient.

Manufacturer narrative:
The suspect device referenced in this report was returned to olympus. The device was manufactured in august 2023. Only the operating wire that broke at about 900 mm from the tip of the basket was sent. The cross-section of the operating wire looked as if it had been broken by a mechanical load. There was no abnormality in the outer diameter of the operating wire. The basket was deformed. In addition, there were no abnormalities related to the events pointed out in the actual product. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, the broken portion of the operating wire had exhibited characteristics of mechanical load failure. Various factors, including the shape, number, and hardness of the calculus, had caused a force exceeding the device's strength resistance during lithotripsy, leading to the basket becoming stuck and deformed. Despite continued lithotripsy using a combination of an emergency lithotripter and the subject device, the operating wire ultimately broke due to the excessive force applied under the aforementioned conditions. Consequently, the basket could not be removed using the emergency lithotripter. Thus, the root cause could not be identified. The event can be detected/prevented by following the instructions for use in: gk6366, revision number 11; do not use this instrument if the target calculus is found to be impossible to retrieve through preoperative diagnosis, interoperative contrast enhancing, or after papillotomy/papillary dilation. Do not use this instrument to grasp multiple calculi at one time. Doing so may make it impossible to remove the basket (with calculi engaged) from the patient. Use this instrument with a hospitalization plan ready and the understanding that, if the calculus is too hard to be crushed by the lithotriptor (bml-110a-1), the instrument may become irreversibly damaged and open surgery may have to take place in order to remove the calculus. If the basket cannot be removed from the body, refer to section11, ¿emergency treatment¿, and perform open surgery or possible treatments, such as crushing the calculus by using the lithotriptor (bml-110a-1) in combination with the instrument. When using the bml-110a-1 mechanical lithotriptor, there is a possibility that the basket could become damaged as shown in section11, ¿emergency treatment¿. Use the bml-110a-1 with the understanding that the basket could become damaged and open surgery may have to be performed. Olympus will continue to monitor field performance for this device. Correction to e1 for information inadvertently left out of previous report.